Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) to (B)(6) in the final report. Section h4 (device mfg date) was updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that on (B)(6) 2020, the customer received an unspecified high reading on their sensor. It was further reported that the customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who diagnosed the customer with hypoglycemia and was treated with 300ml of coca-cola and oral glucose gel packs. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that on (B)(6) 2020, the customer received an unspecified high reading on their sensor. It was further reported that the customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who diagnosed the customer with hypoglycemia and was treated with 300ml of coca-cola and oral glucose gel packs. There was no report of death or permanent injury associated with this event.